Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery there was a malfunction in the pump pressure: when it is set to 50, the pressure keeps increasing automatically and reaches 120 without stopping, even without pressing the lavage option. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. This line was created for the tubing, which was used with the reported pump.